Manufacturer narrative:
The device was returned for analysis. The reported premature activation and reported material separation were able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling while unpackaging the device/removal from the tray resulted in the noted multiple sheath kinks causing the distal sheath to slightly retract from the base of the tip and inadvertently prematurely activate/deploy the stent. Manipulation of the compromised device during packaging for return likely resulted in the reported/noted material separation of the sheath from the distal end of the shuttle. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported during preparation of an absolute pro, when removing the device from the protective coil in the packaging, it was partially out of the delivery system, as if the safety lock had been deactivated. Therefore, the stent was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided. The returned device analysis showed the sheath was separated from the distal end of the shuttle.